Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor received the following information: the patient underwent bilateral replacement with the following devices: (right) 320cc mentor memorygel breast implant catalog: 3505320bc lot: 7685261 sn: (B)(6) and (left) 320cc mentor memorygel breast implant catalog: 3505320bc lot: 7754752 sn: (B)(6) on (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 320cc mentor memorygel breast implants, suffered right breast implant rupture post-procedure. Ultrasound and mammogram confirmed implant was ruptured and sitting higher. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.